Event description:
The customer reported the system had a collimator calibration required message. The fse noted the system was unable to make fluoroscopic x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.